Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the midline incision site, superficial to the lead. Soreness and inflammation was noted at the lead site. The physician confirmed that the infection was due to the lead implant and not related to the procedure. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.